Event description:
The customer reported to olympus, the evis exera ii ultrasound gastrovideoscope tested positive for microbial contamination. The scope was sampled three times. During the first sampling, the scope tested positive for unspecified colony forming units (cfus) of staphylococcus, escherichia coli, enterococcus and micrococcus. During the second sampling, the scope tested positive for unspecified cfus of staphylococcus and escherichia coli. During the third sampling, the scope tested positive for unspecified cfu¿s of escherichia coli, enterococcus, and unknown yeast. The issue was discovered in ¿washroom 1¿ of the facility, at reprocessing during a routine culture of the scope. The channels sampled were unknown. There was no patient/user harm or injury reported due to the event.

Manufacturer narrative:
An endoscopy support specialist visited the facility to conduct an onsite in-service demonstration. The information provided and demonstrated to facility staff referenced directly from the scope user manual as well as the reprocessing manual. All covered material in the demonstration was tracked and documented on an ¿on-track form,¿ in which all department staff were required to sign if attended. Additionally, wall charts were provided for future reference. This training covered material specific to scope model gf-uct180 including cleaning methods as well as specifics related to reprocessing this device. As of this report, olympus has not received third-party test results to confirm this allegation. The customer provided the cleaning sterilization and disinfection (cds) processes performed at the user facility. The customer confirmed that there were no patient infections due to the reported contamination. The customer confirmed that pre-cleaning is performed immediately after the procedure. The customer indicated that during precleaning, water is aspirated through the instrument/suction channel with a suction pump. Manual cleaning is performed within one hour after the procedure. The customer indicated that enzymatic detergent solution is used during manual cleaning. During the manual cleaning process the instrument, suction, balloon channel, air/water/ suction / biopsy valve is brushed. Additionally, the forceps elevator is brushed and flushed. The customer confirmed that the endoscope passed the leak test. For automated endoscope reprocessor (aer) treatment, an dsd edge 120v medivators machine (76595209) is used with enzymatic detergent and rapicide pa (disinfectant). The scope is stored in an unspecified scope cabinet. The customer reported no existing problems with the aer. The customer confirmed that all channels were connected with tubes when the endoscope was setting into the aer. The customer confirmed that the scope is not eto sterilized. The last annual reprocessing in ¿ service training conducted by an olympus endoscopy support specialist was performed on 06jun2023. The customer confirmed that there had been no changes in reprocessing personnel since the last in-service training and that all reprocessing personnel are trained on how to properly reprocess an endoscope. It was confirmed that the scope was reprocessed twice prior to returning the device to olympus for evaluation. The device was returned to olympus for evaluation, however as of this report the results of this evaluation are not yet complete. Once the results of this investigation become available a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. The following defects were noted: - scope body, minor chips at probe surface dnr, missing ke45 at forceps cover; - bending section rubber glue, cracks; - forceps passage, ad tear marks; - control knob movement, play. However, these defects alone are not considered severe enough to cause a potential adverse event. Olympus provided culture test results from a the third party organization where the results were: [macconkey agar] date of sampling: (B)(6) 2023 type of microorganism: escherichia coli. Amount: unknown. Detected area: auxiliary water channel. Type of microorganism: escherichia coli. Amount: unknown. Detected area: distal end & elevator mechanism. Type of microorganism: escherichia coli. Amount: unknown. Detected area: instrument/suction channel. [Blood agar]. Type of microorganism: escherichia coli. Amount: unknown. Detected area: auxiliary water channel. Type of microorganism: unknown. Amount: unknown. Detected area: distal end & elevator mechanism. Type of microorganism: escherichia coli. Amount: unknown. Detected area: instrument/suction channel. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with the instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following IFU chapters describes the reprocessing methods: chapter 6 compatible reprocessing methods and chemical agents; chapter 7 cleaning, disinfection, and sterilization procedures. Olympus will continue to monitor field performance for this device.